Event description:
Five years postoperatively, the valve was explanted due to thrombus. Prior to explant, the pt experienced heart failure after having reported difficulties with anticoagulation regulation. At explant, no pannus was observed on the valve; however, "two of the three primary orifices were completely occluded with clot." The valve was replaced with a 27mj-501.